Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. There was corrosion on the j502 component on the distribution node pca. The root cause for the corroded j502 could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt was receiving a service code 204 (belt/monitor unusable).